Manufacturer narrative:
Device was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error is found in the downloaded history files due to force sensor zero offset out of specification unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and multiple pump error alarms. Customer reports they were unable to clear the alarm(s). Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that button was unresponsive. The customer¿s blood glucose level was 62 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.